Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.a visual inspection was completed by the manufacturer.the manufacturer found a small piece of white plastic outside of the airpath (laying on bottom of the unit enclosure).material originates external of the original design. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of degraded sound abatement foam. In the initial report section b5 was mentioned incompletely which should have been- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles. The patient also alleged symptoms of headaches, drousyness and congestion. Section d9, g3, h6 has been updated / corrected.